Event description:
It was reported, "pt presented with hip fracture s/p fall at home. Pt had left hip unipolar with cemented hemiarthroplasty. Pt experienced drop in blood pressure and sao2 during procedure. Initially responded to intervention. Post procedure, pt experienced worsening oxygenation and hypotension requiring intubation. Pt remained unresponsive and expired on in 2007."